Event description:
It was reported by svc report that there was a damaged connection between the coil cord extension cable and the siderail coil cord resulting in the loss of the footend bed exit functionality. No adverse consequences have been reported.

Manufacturer narrative:
The coil cord extension cable and the siderail coil cord were pulling apart at their connection point.